Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 3 years and 5 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. It was reported that during the patient¿s clinic visit low speed advisories and pump off events were observed in the event history. The patient denied doing anything but did state they felt lightheaded and dizzy. The submitted log file was reviewed by the manufacturer¿s technical services representative and pump stoppages were observed while the lvad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). On (B)(6) 2018, the external portion of the driveline, approximately 5 inches from the exit site was replaced. After the driveline replacement, no issues occurred when the lvad was connected to the power module with a grounded power module patient cable.